Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that there was no image. Upon further inspection, fluid was observed in the scope connector. The device was processed through aeration and as a result, the image was restored. It was also observed that there was a chip in the channel within the distal end plastic cover. It was observed that there were scratches on the label on the control body. It was also observed that there was low angulation. This report is also being supplemented to provide additional information based on the legal manufacturer's final investigation. Section h3 and h4 were updated with additional information that was received about the event. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified however, based on the historical analysis for no image for the bf series model device, it is equivalent to the risk level already assumed. Considerations: while the user was handling the device, water invaded scope connector, which led to abnormality of electronic parts. As a result, the suggested event occurred temporarily. Despite our efforts, additional information regarding this event were not provided by the customer. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the unit was not transmitting image to the computer of the bronchovideoscope. This occurred during preparation for use. There were no reports of a delay or patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.